Event description:
It was reported that the patient observed some wetness around the IV valve between the hickman's line and the cadd extension set, indicating a leak at the valve. Blood backflow was observed; however, it did not enter the extension set. Per reporter the patient did not miss a dose, but the doctor used a spare to cover the complaint. The quantity of affected is three and they are not available for collection. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4: catalog number, lot number, expiration date and UDI number are unknown, h4, g4, b3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.